Event description:
Patient reports experiencing pain following a right inguinal hernia repair. Patient was seen by a pain specialist and administered four nerve blocks with no relief. The patient is currently taking morphine, oxycontin, valium, toradol for the pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.